Event description:
It was reported that the pump's quick bolus and wake button were difficult to press. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.